Manufacturer narrative:
Troubleshooting of the device with customer service confirmed the reported issue. Customer service was able to walk the customer through proper battery installation and the battery pack was able to latch securely in the device.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the device with customer service confirmed the reported issue. Troubleshooting of the device with customer service did not identify a cause for the battery not properly retaining within the unit. The customer was advised to remove the unit from service based on the reported issue.